Manufacturer narrative:
Other, other text: additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that 2.8mls of infusion was left. No adverse effects were reported.